Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 300-375 mg/dl range. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.